Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event of the screen going black. It was noted that the hard drive was reconfigured and software was reloaded as a preventative. Also, the programmer was making a grinding noise due to the system fan, and the tabs were broken off of the power cord bay door.

Event description:
It was reported that upon power-up the programmer made a grinding noise, and the screen went black. When the screen came back, the writing on it was magnified and did not fit on the screen. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.